Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used, but the hemostasis valve was leaking about 15cc of blood. The valve was not tightened on the dilator. The physicians could not get it closed. They removed it from the patient and exchanged it for another access system to complete the procedure successfully. There were no patient complications and the patient was discharged the following day.